Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The stop (idle) current test and run current test were in specification. No blank display anomalies, clock monitor frequency error alarms or watchdog timeout alarms noted during testing. Device failed prime test due to moisture damage on force sensor resistor. Device received with moisture damage on electronic board stack and moisture damage on motor assembly.